Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that as the case was taking place, this stem was going to be used. Upon opening the box and the first set of sterile packaging, we noticed this second protection had bubbled on the corner. It was decided that it was not a good idea to use as the sterilization of the item might have been compromised.

Manufacturer narrative:
An event regarding packagin damage involving an accolade stem was reported. The event was confirmed. Method and results: device evaluation and results: no other packaging components were returned aside from the inner blister pack which contained the accolade stem. A blister seal breach was identified at one end of the inner blister pack. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the event and returned packaging by the manufacturing support team concluded that " there are adequate controls in place to confirm that the seals in lot 49037503 were conforming at the time of shipment from (B)(4)." Further to this the design team concluded that " packaging assembly 2000-0159 used to package part number 6721-0330 is fit for purpose as demonstrated in report (B)(4). Packaging configuration was ship tested to (B)(4) procedures and astm international standards with successful results obtained". The damage was likely as caused as a result of mishandling. No other events were reported for this lot. If further information relevant becomes available this investigation will be re-opened.

Event description:
It was reported that as the case was taking place, this stem was going to be used. Upon opening the box and the first set of sterile packaging, we noticed this second protection had bubbled on the corner. It was decided that it was not a good idea to use as the sterilization of the item might have been compromised.